Manufacturer narrative:
Device not returned. Usage concerns resolved, and device was reported to be working properly. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2018-000191 since there is more than one device implicated.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event, concerns a (B)(6) female patient of unknown origin. Information regarding medical history and concomitant medication was not provided. Patient started receiving human insulin (rdna origin) nph, unspecified dose, frequency, route of administration and indication for use, beginning on an unspecified date. In 2016, unspecified time after beginning therapy with human insulin (rdna origin) nph via humapen luxura champagne (batch number: 1011b01) and humapen luxura burgundy (batch number: 1007b01), patient experienced high glucose (as reported) and, due to it, she was hospitalized. Information regarding admission date and discharge date was not provided. On an unspecified date, patients glycemia was high, in which it was 400 (units and normal range were not provided) and, due to it, patient was hospitalized on (B)(6) 2018. Patient was discharged on (B)(6) 2018. According to patients physician, the devices were not working, in which only air was coming out and was not releasing human insulin (rdna origin) nph (device humapen luxura champagne associated with product complaint number (B)(4); device humapen luxura burgundy associated with product complaint number (B)(4)). Information regarding laboratorial exams, corrective treatment, outcome of the events and human insulin (rdna origin) nph therapy status was not provided. It was unknown who was the operator of the devices and whether this person was trained or not. The device models use were not provided and the reported devices had been used since 2016. The devices would not be returned as the complaint was resolved. No relatedness assessment was provided. Edit 26oct2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 08nov2018 in the b.5. Field. No further follow-up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting. This report is associated with 1819470-2018-000191 since there is more than one device implicated. Evaluation summary: a patient reported that her humapen luxura device was not working, that only air was coming out and it was not releasing insulin. The patient experienced increased blood glucose. The device was not returned for investigation (batch 1007b01, manufactured july 2010). Troubleshooting was performed with guidance from a trained professional and the device functioned normally. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event, concerns a 70-year old female patient of unknown origin. Information regarding medical history and concomitant medication was not provided. Patient started receiving human insulin (rdna origin) nph, unspecified dose, frequency, route of administration and indication for use, beginning on an unspecified date. In 2016, unspecified time after beginning therapy with human insulin (rdna origin) nph via humapen luxura champagne (batch number: 1011b01) and humapen luxura burgundy (batch number: 1007b01), patient experienced high glucose (as reported) and, due to it, she was hospitalized. Information regarding admission date and discharge date was not provided. On an unspecified date, patients glycemia was high, in which it was 400 (units and normal range were not provided) and, due to it, patient was hospitalized on (B)(6) 2018. Patient was discharged on (B)(6) 2018. According to patients physician, the devices were not working, in which only air was coming out and was not releasing human insulin (rdna origin) nph (humapen luxura champagne device associated with product complaint number 4516649/batch number 1011b01 and humapen luxura burgundy device associated with product complaint number (B)(4)/batch number 1007b01). Information regarding laboratorial exams, corrective treatment, outcome of the events and human insulin (rdna origin) nph therapy status was not provided. It was unknown who was the operator of the humapen luxura burgundy and the humapen luxura champagne devices and whether this person was trained or not. The device models use were not provided and the reported suspect devices had been used since 2016 (approximately 2 years). It was noted troubleshooting was performed the complaint was resolved. Neither the suspect humapen luxura burgundy device relating to product complaint (B)(4) or the suspect humapen luxura champagne device relating to product complaint (B)(4) were returned to the manufacturer. No relatedness assessment was provided. Edit 26oct2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 08nov2018: additional information received on 07nov2018 from the global product complaint database. Entered device specific safety summaries (dsss). Updated the medwatch fields with devices information, the european and canadian (EU/ca) devices information, and malfunction from unknown to no. Added date of manufacturer for the suspect humapen luxura burgundy device relating to product complaint (B)(4) which was not returned to manufacturer and the date of manufacturer for the suspect humapen luxura champagne device relating to product complaint (B)(4) which was not returned to manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 10jan2018 in the b.5. Field. No further follow up is planned. This report is associated with 1819470-2018-000191 since there is more than one device implicated. Evaluation summary: a patient reported that her humapen luxura device was not working, that only air was coming out and it was not releasing insulin. The patient experienced increased blood glucose. The device was not returned for investigation (batch 1007b01, manufactured july 2010). Troubleshooting was performed with guidance from a trained professional and the device functioned normally. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient removed the cartridge from the device after injecting, but kept the needle attached. The core user manual instructs do not store the pen with a needle attached. There is evidence of improper use or storage. The patient stores the device with the needle attached. It is unlikely this misuse is relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event, concerns a 70-year old female patient of unknown origin. Medical history included the use of human insulin (rdna origin) nph for less than one year, followed by the use of sitagliptin phosphate for diabetes for two years with diabetes increased as adverse event. Concomitant medication was not provided. Patient started receiving human insulin (rdna origin) nph (humulin n), unspecified dose, frequency and route of administration, for diabetes treatment, beginning on an unspecified date. In 2016, unspecified time after beginning therapy with human insulin (rdna origin) nph via humapen luxura champagne (batch number: 1011b01) and humapen luxura burgundy (batch number: 1007b01), patient experienced high glucose (as reported) and, due to it, she was hospitalized. Information regarding admission date and discharge date was not provided. On an unspecified date, patients glycemia was high, in which it was 400 (units and normal range were not provided) and, due to it, patient was hospitalized on (B)(6) 2018. Patient was discharged on (B)(6) 2018. According to patients physician, the devices were not working, in which only air was coming out and was not releasing human insulin (rdna origin) nph (humapen luxura champagne device associated with product complaint number (B)(4)/batch number 1011b01 and humapen luxura burgundy device associated with product complaint number (B)(4)/batch number 1007b01). On (B)(6) 2018, it was reported that the reported devices were jamming. On (B)(6) 2018, a test was performed with the humapen luxura champagne and it was delivering human insulin (rdna origin) nph, but the button was hard to press. It was also reported that, on an unspecified date while traveling, the patient stored the human insulin (rdna origin) nph cartridge on a broken minibar and the cartridge became pink (as reported). The consumer was questioned by the call center agent if a small drop of blood used to remain at the injection site after administration of the insulin and it was reported that it did, but it was very rare to happen. The patient removed the cartridge of the devices after injecting, but kept the needle attached. Information regarding laboratorial exams, corrective treatment, outcome of the events and human insulin (rdna origin) nph therapy status was not provided. It was unknown who was the operator of the humapen luxura burgundy and the humapen luxura champagne devices and whether this person was trained or not. The device models use were not provided and the reported suspect devices had been used for almost four years. It was noted troubleshooting was performed the complaint was resolved. Neither the suspect humapen luxura burgundy device relating to product complaint (B)(4) or the suspect humapen luxura champagne device relating to product complaint (B)(4) were returned to the manufacturer. No relatedness assessment was provided. This case was cross-referenced to case (B)(4) (same patient). Edit 26oct2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 08nov2018: additional information received on 07nov2018 from the global product complaint database. Entered device specific safety summaries (dsss). Updated the medwatch fields with devices information, the european and canadian (EU/ca) devices information, and malfunction from unknown to no. Added date of manufacturer for the suspect humapen luxura burgundy device relating to product complaint (B)(4) which was not returned to manufacturer and the date of manufacturer for the suspect humapen luxura champagne device relating to product complaint (B)(4) which was not returned to manufacturer. Corresponding fields and narrative updated accordingly. Update 10dec2018: additional information received on 05dec2018 and on 06dec2018 from the initial reporting consumer via call center. Added reporter s address, medical history, indication of use for insulin human nph, improper use to the suspect devices and information regarding product complaint for the reported devices and for suspect drug. Updated start date of treatment with the reported devices. Upon review, the brand name of insulin human nph was added to the narrative. Updated narrative and corresponding fields accordingly. Edit 11dec2018: upon review, typing errors in the narrative were corrected and patient s address was added. Also, the information regarding the addition of improper use for the reported devices was added to the update statement of 10dec2018. Edit 03jan2019: updated medwatch fields for both suspect devices for expedited device reporting. No new information added. Update 10jan2019: additional information received on 10jan2019 from the global product complaint database. Updated the device specific safety summary (dsss) and the medwatch device fields for the suspect devices associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 10dec2018 in the b.5. Field. This report is associated with 1819470-2018-000191 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event, concerns a 70-year old female patient of unknown origin. Medical history included the use of human insulin (rdna origin) nph for less than one year, followed by the use of sitagliptin phosphate for diabetes for two years with diabetes increased as adverse event. Concomitant medication was not provided. Patient started receiving human insulin (rdna origin) nph (humulin n), unspecified dose, frequency and route of administration, for diabetes treatment, beginning on an unspecified date. In 2016, unspecified time after beginning therapy with human insulin (rdna origin) nph via humapen luxura champagne (batch number: 1011b01) and humapen luxura burgundy (batch number: 1007b01), patient experienced high glucose (as reported) and, due to it, she was hospitalized. Information regarding admission date and discharge date was not provided. On an unspecified date, patients glycemia was high, in which it was 400 (units and normal range were not provided) and, due to it, patient was hospitalized on 09oct2018. Patient was discharged on (B)(6) 2018, according to patients physician, the devices were not working, in which only air was coming out and was not releasing human insulin (rdna origin) nph (humapen luxura champagne device associated with product complaint number (B)(4) batch number 1011b01 and humapen luxura burgundy device associated with (B)(4) batch number 1007b01). On (B)(6) 2018, it was reported that the reported devices were jamming. On (B)(6) 2018, a test was performed with the humapen luxura champagne and it was delivering human insulin (rdna origin) nph, but the button was hard to press. It was also reported that, on an unspecified date while traveling, the patient stored the human insulin (rdna origin) nph cartridge on a broken minibar and the cartridge became pink (as reported). The consumer was questioned by the call center agent if a small drop of blood used to remain at the injection site after administration of the insulin and it was reported that it did, but it was very rare to happen. The patient removed the cartridge of the devices after injecting, but kept the needle attached. Information regarding laboratorial exams, corrective treatment, outcome of the events and human insulin (rdna origin) nph therapy status was not provided. It was unknown who was the operator of the humapen luxura burgundy and the humapen luxura champagne devices and whether this person was trained or not. The device models use were not provided and the reported suspect devices had been used for almost four years. It was noted troubleshooting was performed the complaint was resolved. Neither the suspect humapen luxura burgundy device relating to (B)(4) or the suspect humapen luxura champagne device relating to (B)(4) were returned to the manufacturer. No relatedness assessment was provided. This case was cross-referenced to (B)(4) (same patient). Edit 26oct2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 08nov2018: additional information received on 07nov2018 from the global product complaint database. Entered device specific safety summaries (dsss). Updated the medwatch fields with devices information, the european and canadian (EU/ca) devices information, and malfunction from unknown to no. Added date of manufacturer for the suspect humapen luxura burgundy device relating to product complaint 4516651 which was not returned to manufacturer and the date of manufacturer for the suspect humapen luxura champagne device relating to product complaint (B)(4) which was not returned to manufacturer. Corresponding fields and narrative updated accordingly. Update 10dec2018: additional information received on 05dec2018 and on 06dec2018 from the initial reporting consumer via call center. Added reporter s address, medical history, indication of use for insulin human nph, improper use to the suspect devices and information regarding product complaint for the reported devices and for suspect drug. Updated start date of treatment with the reported devices. Upon review, the brand name of insulin human nph was added to the narrative. Updated narrative and corresponding fields accordingly. Edit 11dec2018: upon review, typing errors in the narrative were corrected and patient s address was added. Also, the information regarding the addition of improper use for the reported devices was added to the update statement of 10dec2018. Edit 03jan2019: updated medwatch fields for both suspect devices for expedited device reporting. No new information added.